Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported problem of downward occlusion was confirmed in the event history log (ehl) review as 'downstream occlusion!' Messages. Downstream occlusion was found to be caused by an out of specification downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.